Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement . Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had pump error. The customer¿s blood glucose was 3.8 mmol/l. Customer was able to clear the alarm and also able to rewind the pump. Self-test was performed but, self-test did not pass. The insulin pump will be returned for analysis.